Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that one day post-implant the atrial lead was found to have dislodged. It was noted that the day after the device was implanted the p-wave dropped and that the atrial and ventricular sensing occurred at the same time via device marker channels. The lead was replaced. No patient complications have been reported as a result of this event.